Event description:
Caller reported a continuous glucose monitor error and technical support assisted in resolving the issue through a pump reset procedure. No adverse impact to the customer's blood glucose level was noted. Following the pump reset, the error did not occur again, and caller successfully started their sensor session without further issues.